Manufacturer narrative:
Multiple MDR reports were filed for this event: 0002023141-2023-00551, 0002023141-2023-00552 and 0002023141-2023-00553. Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided. Additional PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient complained of pain and felt that the implants at tooth sites #20, #22, #27 and #29 were sticking in their throat. The patient requested removal of the implants.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00551-1, 0002023141-2023-00552-1 and 0002023141-2023-00553-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67 and 4310. H10: narrative/data was updated. Two imp,tsv,4.7,13,mtx,mg (tsvtwb13) and two imp,tsv,3.7,13,mtx,mg (tsvtb13) were returned for investigation. All four (4) implants had signs of use. No signs of malfunction that would contribute to the event. Measurements match drawing. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number (1255370, 1258139, 1254858, and 1251912). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150, op150, op150, and op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1255370, 1258139, 1254858, and 1251912) for similar events (complaint category keywords: medical: pain) and no other complaint was identified. The device could not be functionally tested for the reported failure (pain). The reported event could not be recreated. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is patient specific issue (i.e. Allergies, reactions) or parafunctional habits of patient over implantation period. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.